Manufacturer narrative:
The patient did not experience a visible distortion to the iris. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an evo+ collamer lens in the patient's right eye (od). The patient experienced a visible distortion to the iris. No further information has been provided. At the date of MDR submission, multiple attempts to contact reporter have been unsuccessful.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a vicm5_13.2, 13.2mm, -6.5 diopter. Patient also experienced excessive vault, significant reduction of irido-corneal angles and glare/haloes. Lens remains implanted. (B)(4). Lens work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).